Manufacturer narrative:
(B)(4). Manufacturing site evaluation: samples received: (B)(4) unopened pouch and (B)(4) opened. Analysis and results: there are no previous complaints of this code batch. There are no units in stock. Received one closed sample. Tightness test to the closed sample received has been performed and the unit is tight. Tested the knot pull tensile strength of the closed sample received and the result fulfils the OEM requirements. The closed sample received is correct, there is no defect found in the aluminum pack and when the unit has been opened the thread does not break. Furthermore, the one received, which was one open and unused sample with the thread broken is several pieces. Both needles of the open sample received are detached from the thread. Checked carefully the open sample received, but the whole aluminium pack is not available, could not find the defect in the aluminum foil. The thread has been degraded by hydrolysis along the time. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Final conclusion: complaint is justified. Actions on distributed product of this reference/batch: replace this code/batch to the end customer or refund. Corrective/preventive actions: this complaint will be included in the analysis of trending, and corrective action will be open if applies.

Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). During the opening of the envelope the wire consists of small pieces, and are the two needles not on the thread. Thread broke into pieces.